Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost therapy due to high impedance. In turn, the patient underwent surgical intervention. During the procedure, high impedance remained following multiple troubleshooting/testing scenarios between the patient's lead and ipg. As a result, the physician decided to explant and replace the patient's ipg (with a different model). Therapy was restored pots-op.

Manufacturer narrative:
The reported events of high impedance was not confirmed. The returned ipg passed all functional testing at lab bench and on the autotester. Also, it accepted charge at lab charging bank and was fully recharged without an issue noted. No root cause was identified for reported issues.